Event description:
Approximately 5 years ago, an aortic valve replacement (avr)(sn unknown), mitral valve replacement, and coronary artery bypass grafting (CABG) were performed. 4 years following the procedure, the patient presented with mild aortic regurgitation (ar) and leakage. A year later, the patient presented with heart failure and the patient was diagnosed with moderately severe ar. A valve in valve tavr (date unknown) was performed and a 26mm evolut-r was implanted. The patient is reported to be stable following the procedure.

Manufacturer narrative:
Based on the information available, we were not able to identify a definitive root cause for the event. We have no evidence of a device malfunction. We will continue to routinely monitor the performance of this product for any significant trends.